Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed. The reported lot number for this complaint is part of a field action recall, z-2055-2017. (B)(6). Recall number z-2055-2017 per FDA website. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the pin that hold the lever in place fell out while working on the patient. An emergency x-ray was done to ensure that the pins did not fall inside of the patient. Pins were not found in the patient and one was recovered but the other pin was not found. The rep was not sure that the other pin was there to begin with. There was a ten (10) minute surgical delay. The procedure was completed successfully and no adverse events were reported as a result of the malfunction.